Event description:
The initial attorney report alleged pain and permanent injuries due to a defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2002: laparoscopic incisional hernia repair with placement of composix ex mesh. One mesh was used to cover the umbilical hernia and two adjacent hernias. On (B)(6) 2002: hosp admission for pain/constipation. Palpable seroma found with no evidence of infection. Incisions were noted to be well healed. On (B)(6) 2003: hosp admission. Total vaginal hysterectomy, suburethral vaginal sling implanted, cystoscopy, and rectocele repair performed. On (B)(6) 2008: exploratory laparotomy with lysis of adhesions, incidental appendectomy, partial excision of previously placed mesh, partial omentectomy and left hydrosalpingectomy performed. It was noted that a loop of small bowel was adhered to the mesh. It was removed from the mesh as well as a large segment of omentum. The fascia and mesh edges were trimmed to leave a smooth fascial edge for closure.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh. As a result, we are submitting this MDR based on the additional info received. The pt's attorney alleged pain, permanent injury, and defective mesh. There was no indication in the medical records that the mesh was defective and it remains in the pt. The pt has co-morbidities including morbid obesity and hypertension. The pt has also undergone numerous abdominal and vaginal surgeries. Based on the info currently available, it is not known whether the device caused or contributed to the alleged issues experienced by the pt. The medical records indicate that the pt was treated for seroma and adhesions, which are both known possible adverse reactions listed in the IFU. A mfg review of device history records was performed and no evidence of a mfg related cause was found for the alleged issues experienced. No sample has been returned therefore no eval could be performed. With the currently available info, no firm conclusions can be drawn. Should additional event and/or eval info become available, this file will be revisited and a f/u MDR submitted is applicable.